Manufacturer narrative:
The reported complaint was confirmed. The customer ordered and received a replacement. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). As per facility's biomedical technician the device was wet with saline and owned that it was a customer misuse and not due to normal wear. Biomedical technician added that no part to be returned since they are going to keep it. This complaint is related to (B)(4) / medwatch #1828100-2017-00062.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the pressure module would not boot up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.